Event description:
Information was further received on (B)(6) 2016 indicating the patients underlying disease of myelitis occurred in (B)(6) 2013. There were no complications report. Sinusitis was a pasty history which had occurred in 1984 with a previous surgical history related to this also in 1984. There was no allergic history. There was an alcohol history of 350 ml of beer/day, 5 days/week and a smoking history of 25 cigarettes/day since the age of (B)(6). There was no history of an adverse drug reaction and no family history. Physical history of rehabilitation of the legs before and after surgery, 5 times per week from (B)(6) 2016. Prior to the implant, on (B)(6) 2016 the patients laboratory values included a high mpv 11.1 (range 7.0 to 11.0), low serum, creatinine 0.61 mg/dl (range 0.66 to 1.07), high serum cl (chloride) 109 meq/l (range 101 to 108), low calcium 8.6 mg/dl (range 8.8 to 10.1), high glucose 118 mg/dl (range 73 to 109), high crp 0.30h mg/dl (range 0.00 to 0.14). As previously reported, the system was implanted on (B)(6) 2016. On (B)(6) 2016 it was confirmed that leg spasticity was reversed. X-ray images had confirmed that the catheter tip location was between thoracic vertebrae th 9 and 10. On (B)(6) 2016 at a routine follow-up, images identified that the catheter tip dislocated/migrated at the caudal end side between th 12 and the lumbar vertebrae l1. Leg spasticity remained to be reversed and no withdrawal symptoms were observed. The catheter event was deemed as serious/severe. There was no change to the investigation drug or drug therapy. On (B)(6) 2016 when the replacement of the spinal catheter tip occurred under local anesthesia, the catheter tip was located at the upper th10 (also reported as placed above the th10). There were no abnormalities of the catheter tip location over x-ray images on (B)(6) 2016. No overdose, withdrawal symptoms or resistance occurred. Laboratory values of white blood cell count on (B)(6) 2016 were noted as high 13.3 x 1000 ul (range 3.3 to 8.6), high mpv 11.1 fl (range 7.0 to 11.0), low lympho 23.8 %(range 30.0 to 50.0), low serum total protein 6.3 g/dl (range 6.6 to 9.1), low s-albumin 3.7 g/dl (range 4.1 to 6.1), low serum k (potassium) 3.5 m/eq/l (range 3.5 to 4.8), high crp 0.25 mg/dl (range 0.00 to 0.14). Laboratory values as of (B)(6) 2016 included high white blood cell 9.8 x 1000 ul (range 3.3 to 8.6) high red blood cell count 4.87 x 10^6ul (range 4.35 to 5.55), high mpv 11.1 fl (range 7.0 to 11.0), low lympho 27.3% (range 30.0 to 50.0), low s-albumin 4.0 g/dl (range 4.1 to 6.1). Laboratory values as of (B)(6) 2016 included a high white blood cell count of 9.0 x1000/ul (range 3.3 to 8.6) and high crp 0.21 mg/dl 9 (range 0.00 to 0.14). As of (B)(6) 2016 the patient was recovered, was discharged and went back home. The physician comments now included that it was considered that insufficient fixing between the anchoring in the pelvic region and the immobilization of the fascia in the lumbar may have led the catheter on the spinal cord side to dislocate at caudal end. As at catheter replacement procedure, it was noticed that fixing between the anchor and fascia in the lumbar had come off (the immobilization was out of place). As of (B)(6) 2016 there was no causality to event in relation to the drug, pump, programmer, or surgical procedure, but causality to the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n615975002, implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving gabalon intrathecal at 50 mcg/day via an implantable pump for myelitis. It was reported that there was a catheter dislocation. It was noted that the catheter tip dropped from th9 to th11, so a catheter replacement had been scheduled for (B)(6) 2016. The patient was hospitalized. A procedure to replace the catheter of the spinal cord side was performed. When the pocket on the back was re-incised, the catheter of the spinal cord side was found dislodged for 3 vertebral bodies. It was also confirmed that 2 ligating parts of the suture of the anchor had untied. The ligature may have been cut too near the ligating part, and this may have led the ligation to loosen and become untied. The impact of the patient¿s body movement could also be considered. A catheter x-ray study was performed and confirmed the dislodgement. The patient recovered. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.